Manufacturer narrative:
(B)(4). The device and electrodes have not been returned to physio-control for an evaluation. The biomedical engineer tested the device and therapy cable and could not reproduce the reported issue. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, the device would not detect that electrodes were connected. The device gave a "connect electrodes" message even though the patient was connected to the device. The customer advised physio that this report was for the first of three devices used during this patient event. The second device also experienced a "connect electrodes" message and the third device was used successfully for the remainder of the event. The patient, a (B)(6) male, survived the event and there were no adverse effects to the patient as a result of the reported issue.